Manufacturer narrative:
A ge service rep performed an on site investigation. The mounting hardware was installed and the cable connected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system card cable was not connected to card. No pt injury was reported.